Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, pump reset information was given. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.